Event description:
The pt presented to the ER with confusion and a high fever. A lumbar puncture demonstrated purulent spinal fluid, though the blood and csf cultures were negative. The pt was treated for meningitis and hospitalized. The pump and catheter were removed. The pt is reported to have recovered without sequela.